Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation at the third-party service center, the device was visually inspected, and evidence of foam degradation and particles was identified inside the blower kit. In addition, dust contamination was observed within the device. Evaluation of the device data also identified unrelated error codes, which are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Following completion of the evaluation, the device was scrapped by the service center.